Event description:
It was reported that there was noise from electromagnetic interference noted on the right ventricular lead. The patient indicated using a battery charger on a vehicle during the time of the recorded episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).